Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and ngen generator and was a ¿burning smell¿ being emitted. It was reported that the physician smelled something burning at the start of the case. The caller noted that the ngen generator was on, but the pfa generator was used for ablation. The caller stated that the burning smell was still there by the end of the case. Additional information was received indicating the smell was coming from where the carto 2 system patient interface unit (piu) and ngen generator were located; hard to decipher which one was causing the issue. The smell was described as an unexpected ¿plastic burning¿. There were no visible fire or flames and no melting or carbonized equipment.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and ngen generator and was a ¿burning smell¿ being emitted. It was reported that the physician smelled something burning at the start of the case. The caller noted that the ngen generator was on, but the pfa generator was used for ablation. The caller stated that the burning smell was still there by the end of the case. Device evaluation details: it was confirmed that the issue was resolved by replacing the patient interface unit (piu)/location pad (lp) kit with another one that was delivered to the customer. The suspected patient interface unit (piu)/location pad (lp) was sent to the manufacturer for investigation. It was found that the issue was caused due to a burnt component on the dc/dc card, caused by an overcurrent. The card was repaired and the issue resolved. It was also reported that there were octaray catheter visualization issues on the carto 3 system. It was confirmed during the piu/lp investigation that the issue was also caused by the burnt dc/dc card. In addition it was found during the investigation of the piu/lp that there was a faulty opto switch component on the ECG card; however, did not affect the reported issues. The card was repaired and the issue was resolved. The system is ready for use. The manufacturing record evaluation was performed on carto 3 system #11603, and no internal actions related to the reported complaint condition were identified. The history of customer complaints reported during the last year associated with carto 3 system #11603 was reviewed. No similar complaints were found. An internal action has been for the issue with the faulty opto switch component on the ECG card. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 13-jun-2025, it was noticed the full UDI was inadvertently omitted from the 3500a supplemental (follow-up) # 2 medwatch report. It has now been added to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).